Event description:
As reported, a physician was unable to advance a 6f mynx control vascular closure device (vcd) more than 2 inches into a 6f non-cordis sheath, and noted sealant was exposed and a slit on the side of the white shaft caused early exposure of sealant. The device was removed and attempted with a second 6f mynx control vcd that experienced the same issue. The second device was also removed and a third mynx control vcd was used successfully to complete the procedure. No injury was reported to the patient. The products were stored and handled according to the IFU. The products were inspected and prepped according to the IFU. Nothing unusual was noted about the devices prior to use. The devices were removed from the package according to the IFU. Unusual force was not necessary during initial use of the devices, but when the devices would not advance the physician tried a little harder without success. There was no damage noted to the sealant sleeves upon prep or insertion, but upon removal of the device noticed the slit in the sleeves and the premature swelling. The devices were not stored at a temperature exceeding 25 °c. The sealant sleeves (cartridge assembly) were not out of position. The procedure used a retrograde approach. Resistance/friction was experienced as the mynx vcd was in the sheath. The sheath was not kinked or bent upon removal. A femoral angiogram showed no presence of calcium in the vicinity of the puncture site. The access vessel was not tortuous. Both devices are being returned for evaluation at the request of the physician.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2132202 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2022-02484.

Manufacturer narrative:
As reported, a physician was unable to advance a 6f mynx control vascular closure device (vcd) more than 2 inches into a 6f non-cordis sheath, and noted sealant was exposed and a slit on the side of the white shaft caused early exposure of sealant. The device was removed and attempted with a second 6f mynx control vcd that experienced the same issue. The second device was also removed and a third mynx control vcd was used successfully to complete the procedure. No injury was reported to the patient. The products were stored and handled according to the IFU. The products were inspected and prepped according to the IFU. Nothing unusual was noted about the devices prior to use. The devices were removed from the package according to the IFU. Unusual force was not necessary during initial use of the devices, but when the devices would not advance the physician tried a little harder without success. There was no damage noted to the sealant sleeves upon prep or insertion, but upon removal of the device noticed the slit in the sleeves and the premature swelling. The devices were not stored at a temperature exceeding 25 °c. The sealant sleeves (cartridge assembly) were not out of position. The procedure used a retrograde approach. Resistance/friction was experienced as the mynx vcd was in the sheath. The sheath was not kinked or bent upon removal. A femoral angiogram showed no presence of calcium in the vicinity of the puncture site. The access vessel was not tortuous. 177053-1 the product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant sleeve assembly was observed kinked/bent. The sealant remained in the manufacturing position, exposed to blood. The syringe and procedure sheath were not returned with the device. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the kinked/bent sealant sleeve assembly as received. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. A simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length of the returned devices was verified and noted to be within specification. Per microscopic analysis, the sealant sleeve assembly was kinked/bent, and that the sealant remained in the manufacturing position, exposed to blood. The sealant sleeve assembly of the returned device was not frayed, split, or torn. A product history record (phr) review of lot f2132202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 177053-2 the product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was fully depressed, and the sealant was not returned with the device. It is unknown if the device was manipulated after the procedure. It was also observed that button 2 was not depressed, the syringe was connected to the device with the stopcock open, and the sealant sleeve assembly was kinked/bent. The involved procedure sheath was not returned with the device. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the kinked/bent sealant sleeve assembly. The involved procedure sheath was not returned. Button 1 was reset to ensure functionality. A simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length of the returned devices was verified and noted to be within specification. Per microscopic analysis, the sealant sleeve assembly was kinked/bent. No frayed, split, or torn was observed in the sealant sleeve assembly was observed. A product history record (phr) review of lot f2132202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature¿, ¿mynx control sealant sleeves frayed/split/torn¿ and ¿mynx control system impeded¿ were not confirmed during the analysis of either of the returned devices. The exact cause of the reported events could not be conclusively determined. Due to the damaged sealant sleeve assembly, the insertion/withdrawal test could not be completed on the returned device, and without the return of the involved procedure sheath a complete physical evaluation could not be performed. Visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent, which may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. The investigation results showed that the sealants were not exposed along the catheter. Procedural and handling factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation f risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.